Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector failed. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. No error codes were found in the event history. No service history was found. Visual and functional testing was performed. Pump failed the air detector test. Probable cause was the air sensor was nonfunctional. Replaced air detector. Also replaced optic switch, bracket, keypad and labels. Device also fail the go/no go test. Replaced the latch lock, latch lock sensors, ground strips and handle. Updated software. The device passed all tests.